Manufacturer narrative:
Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent an underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that during the procedure, a pulmonary vein isolation (pvi) was conducted, box isolation, after non-pulmonary vein foci ablation, and as mitral afl turned around, the physician felt a pop when he was ablating mitral ithsmus. After that, blood pressure decreased, and effusion was confirmed by intracardiac echocardiography (ice), and retention was observed. Echocardiography of the transthoracic wall was also performed, and pericardial effusion was observed. Pericardiocentesis showed that about 100 ml of drainage, but blood pressure did not return. When CT was taken in the catheter room, pericardial effusion was confirmed, and therefore thoracotomy ope was performed, blood spouted, and blood pressure recovered. Pericardiocentesis seemed to have caused obstruction. At that time, perforation was visually observed near mitral ithsmus. After the procedure, in order to judge whether there was no problem with the catheter or not, they checked the behavior of irrigation in stsf flush, low flow, and high flow in the presence of the doctor and ce. As a result, they judged that there was no problem in using it as usual. Atrial septal puncture was performed with using rf needle. Ablation was performed before pericardial effusion or tamponade was confirmed. When the physician ablated mitral ithsmus, there was no change in impedance, but there was a sense of pop at hand. Irrigation catheter¿s flow setting during ablation was performed at 15 ml at 35 w for pre-2s and post-2s. The setting was 5 ~ 20 g for ablation, 35 w for ablation. An emergency operation was performed, and the attending physician commented that the patient condition was stabilized. The physician commented that ¿one of the factors was the unique shape of left atrium (la), they broke through a thin section of mitral ithsmus. Ablation conditions were normal. In addition, the verification after the case did not confirm the fact that there was a defect in the product itself, which was caused by the procedure.¿ no past medical history/treatment history/other diseases currently being treated. Additional information was received on 21-apr-2022. It was reported that the patient outcome of the adverse event is improved. The patient did not require extended hospitalization. A smartablate generator was used. No servicing for generator/pump equipment is needed. Real time graph; dashboard; vector; and visitag force visualization features were used. Fot additional filter was used with the visitag. Tag index color option was used prospectively.

Manufacturer narrative:
Additional information was received on 6-may-2022. It was reported that the correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. The visitag module parameters for stability set at 3mm, 3s, 25%,3g with fot and tag index. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 30-apr-2022. The device evaluation was completed on 18-may-2022. It was reported that a 79-year-old male patient (58 kgs) underwent an underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that during the procedure, a pulmonary vein isolation (pvi) was conducted, box isolation, after non-pulmonary vein foci ablation, and as mitral afl turned around, the physician felt a pop when he was ablating mitral ithsmus. After that, blood pressure decreased, and effusion was confirmed by intracardiac echocardiography (ice), and retention was observed. Echocardiography of the transthoracic wall was also performed, and pericardial effusion was observed. Pericardiocentesis showed that about 100 ml of drainage, but blood pressure did not return. When CT was taken in the catheter room, pericardial effusion was confirmed, and therefore thoracotomy ope was performed, blood spouted, and blood pressure recovered. Pericardiocentesis seemed to have caused obstruction. At that time, perforation was visually observed near mitral ithsmus. Device evaluation details: the product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all device features were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30706914l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).